Event description:
The doctor reported that the implant was removed due to osseointegration failure approximately 3 months after initial implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was moderate. During the implant removal surgery no significant findings were observed. The patient has since recovered.